Event description:
In this event customer claims error code at device, it is not clear what kind of error code. It is reported that it is not possible to measure with this device. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Evaluation found a loose connection at the measuring socket and housing defect. Probably due to misuse.